Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿after the stent implantation was completed, the physician found that the proximal end of the stent had poor wall apposition and thus planned to cover it with the subject stent at the proximal end. When the physician used a microcatheter to deliver the subject stent, a jam occurred at the hub of the microcatheter. The physician then withdrew the stent and deployed it outside the body and found that the stent was deformed upon inspection. Subsequently, the physician massaged the subject stent with a guidewire to improve the wall apposition at its proximal end, and the procedure was concluded¿. Additional information provided by the customer indicated the subject stent is not being returned to stryker. The customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The patient received dual anti-platelet agents prior to the procedure, post procedure. A microcatheter was used to advance the flow diverter. Access was through femoral. There was no resistance encountered during navigation of the subject device to the target lesion. The position of the microcatheter was confirmed by visualizing the radiopaque markers and the position of the subject implant was confirmed between the two marker bands. There was no resistance encountered during the subject stent deployment. The proximal was opened but not fully opposed to the vessel wall. A balloon was not used to fully open the flow diverter. The flow diverter was recaptured/resheathed back during the procedure 0 times. The location of the flow diverter when it failed to open was the internal carotid artery (ica) cavernous segment. There was no clinical consequence to the patient due to the reported event. The physician does not allege any malfunction of any device for this procedure and according to the physician, the adverse event was not related to the subject stent system. In the physician¿s opinion the cause of the flow diverter not to open was the vessel was tortuous. Additional information states in the physician¿s opinion the cause of the flow diverter not to open was the vessel was tortuous. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported ¿stent failed/unable to open¿.

Event description:
It was reported that the subject flow diverter stent was used for left internal carotid artery aneurysm (ica) for ophthalmic artery (oa) segment aneurysm. After the stent implantation was completed, the physician found that the proximal end of the subject flow diverter stent had poor wall apposition. Thus, physician tried to deliver another stent but was unsuccessful. Subsequently, the physician massaged the subject flow diverter stent with a guidewire to improve the wall apposition at its proximal end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject flow diverter stent was used for left internal carotid artery aneurysm (ica) for ophthalmic artery (oa) segment aneurysm. After the stent implantation was completed, the physician found that the proximal end of the subject flow diverter stent had poor wall apposition. Thus, physician tried to deliver another stent but was unsuccessful. Subsequently, the physician massaged the subject flow diverter stent with a guidewire to improve the wall apposition at its proximal end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.